Event description:
Litigation alleges that the asr hip implant caused tremendous pain in the patient. Litigation further alleges that the patient had difficulty sleeping, sitting, and rising from a seated position. Litigation further alleges that the asr hip implant caused clicking and popping sounds. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood. Litigation further alleges that during the removal of the asr hip implant, a black sticky substance was found around the implant.

Event description:
Litigation alleges that the asr hip implant caused tremendous pain in the patient. Litigation further alleges that the patient had difficulty sleeping, sitting, and rising from a seated position. Litigation further alleges that the asr hip implant caused clicking and popping sounds. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood. Litigation further alleges that during the removal of the asr hip implant, a black sticky substance was found around the implant. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.